Event description:
See initial report.

Manufacturer narrative:
H.10: the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. Bearing corrosion likely led the motor to not turn freely and required more power to rotate resulting in damaged circuit boards.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to the stirrer motor during set up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6), united states. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Stirrer motor was found to be blocked and the distribution board was bad. The motor and the board were replaced and the issue persisted thus, the processor board was replaced as well and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.